Event description:
It was reported that the patient recieved multiple shocks causing pain for the patient. The lead was found to be "disconnected." The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.